Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that customer experienced low blood glucose of 30mg/dl. Customer had alerts like change sensor and sensor glucose value was not available. Customer had blood in connector bridge after removing tapes and sensor. Product will not be return for analysis.